Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported with a description of defective lens additional information was requested.

Manufacturer narrative:
Correction information was provided in d.4. Additional information added in h.6. And h.11. The device with the lens was returned in the blister tray inside the carton. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger has advanced the lens into the nozzle entry area. The plunger was in contact against the trailing optic edge. A plunger override was not observed. The trailing haptic was extended over the plunger and back along the right side of the plunger. The nozzle was removed and cleaned. The lens was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed and the documentation indicated the product met release criteria. Viscoelastic was not provided. It is unknown if the qualified product was used. The root cause cannot be determined for the reported complaint. The lens was located in the nozzle entry area. The plunger was in contact with the trailing optic edge. A plunger override was not observed. A misfolded trailing haptic was observed, which was most likely interpreted as part of the reported complaint. It is unknown if a qualified viscoelastic was used. The IFU instructs: during device preparation and implantation of the iol with the preloaded delivery system, an company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. The trailing haptic position indicates it was not in a proper position for advancement per the provided diagrams in the IFU. The plunger should be in contact with the trailing optic edge. Proceeding with implantation of a misfolded haptic or a lens that appears to be ¿out of position¿ can result in a broken haptic or other negative outcome, since the haptic may be trapped and stretched, and/or pinched and sheared by the moving plunger. Lens may become stuck in the device: ¿ due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. ¿ if the operating room temperature is too high greater than 23 degree centigrade or 73 degree fahrenheit lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Top coat dye stain testing was conducted with acceptable results. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported with a description of defective lens additional information was requested and received stated that lens did not advance and plunger bypassed the lens. South africa final reporting 2381415. Names of any other regulatory authorities to which these events have been reported: u.s. Food and drug administration. Date of the reports: 08-dec-2023 08:21 am. Serial number/lot number: (B)(6). Batch number: 15d0ct. Software version: na. Current known location of the medical device involved in the event: unknown. Any hcr / licensed manufacturer, or licensed distributor comments: na. Any other countries in which the medical device is known to be on sale or supplied: germany, argentina, australia, austria, bahrain, bangladesh, belarus, belgium, bolivia, brazil, brunei, bulgaria, cambodia, canada, caribbean, chile, china, colombia, croatia, cyprus, czech republic, denmark, dominican republic, ecuador, finland, france, greece, hungary, india, indonesia, ireland, italy, japan, kazakhstan, kuwait, kyrgyzstan, latvia, lebanon, macedonia, malaysia, mexico, myanmar, netherlands, new zealand, norway, pakistan/afghanistan, paraguay, peru, philippines, poland, portugal, puerto rico, romania, russia, saudi arabia, serbia, singapore, slovakia, slovenia, south africa, spain, sweden, switzerland, taiwan, thailand, turkey, UK, ukraine, united arab emirates, us, venezuela, vietnam, zambia. Table 1: sales data: south africa sales: 954. Worldwide (excluding south africa) sales: 840418. Sales search criteria: acrysof iq singlepiece iol with ultrasert delivery system product family from 01-01-2023 to 31-12-2023. Table 2a: similar events data (similar events are presented irrespective of root cause) [reportable product problem]. South africa. Similar events: 0*. Worldwide (excluding south africa). Similar events: 43. Similar events search criteria: acrysof iq singlepiece iol with ultrasert delivery system product family with event codes for lens stuck in delivery system. Table 2b: rate (per 1000). South africa rate: 0. Worldwide (excluding south africa) rate: 0.051165. Table 2a: similar events data (similar events are presented irrespective of root cause) [reportable product problem]. South africa. Similar events: 0*. Worldwide (excluding south africa). Similar events: 15. Similar events search criteria: acrysof iq singlepiece iol with ultrasert delivery system product family with event codes for plunger over-ride. Table 2b: rate (per 1000). South africa rate: 0. Worldwide (excluding south africa) rate: 0.017848.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Viscoelastic was not provided. It is unknown if a qualified product was used. The product investigation could not identify a root cause. It is unknown if a qualified viscoelastic was used. The IFU instructs: during device preparation and implantation of the iol with the preloaded delivery system, an company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. Lens may become stuck in the device: ¿ if inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to become ¿stuck¿ in the device ¿ due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. ¿ if the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Plunger under-ride may occur: ¿ due to rapid advancement faster than the IFU recommend rate. ¿ due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. ¿ if inadequate viscoelastic is placed in the device, this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to underride the lens. ¿ if the device is overfilled with ovd, this can prevent the trailing haptic from being placed properly or move the lens out of position resulting in misfolding. ¿ if the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Follow up attempts were made. No further information has been provided at this time. File will be reopened when new information or the product is received. The manufacturer internal reference number is: (B)(4).